Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that therapy was not working any more. She initially had symptom control for the first 4 months and then it dropped down to 50% and had initially had steadily decreased and now had no symptom control. She was not feeling stimulation and therapy was not on. There was no medical procedure, emi, trauma or fall related to this issue. She turned stim all the way down and off in (B)(6) 2015 and then slowly increased however, she was not feeling stim at all anymore and she increased to 5v whereas it was set to 3v before. She felt very mild stim but if she went up to 3.2v, the stimulation was too strong. The patient did not feel comfortable increasing any higher without having any sensation. She did not have additional programs. This was considered a gradual change in therapy/ symptoms. It was also noted that the patient had a sudden shocking incident in which she felt jolts going down both legs and also felt pain go down her legs. It only lasted a few seconds and had not occurred since then. The patient was just walking normally when this occurred. She was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain information about the circumstances that led to the event, the steps taken to resolve the issue and the resolution of the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0nbgt, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the first implant stopped working. It was replaced because the wire was either broken or disconnected. It was also reported that the first implant was like a miracle and worked for 4 months then slowly went to where it was not working at all.